Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ("essure removal"). In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have neoplasm malignant ("I had a stage 3 cancer tumor caused by essure removal"). And experienced depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and neoplasm malignant outcome was unknown. And the depression and anxiety had resolved. The reporter considered anxiety, depression, medical device removal and neoplasm malignant to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: neoplasm malignant. Medical device removal, depression and anxiety. Most recent follow-up information incorporated above includes: on (B)(6) 2020, social media received. Events added: depression and anxiety. Reporters added. Based on the available information, a review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have neoplasm malignant ("I had a stage 3 cancer tumor caused by essure removal"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and neoplasm malignant outcome was unknown. The reporter considered medical device removal and neoplasm malignant to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- neoplasm malignant, medical device removal most recent follow-up information incorporated above includes: on (B)(6) 2020: addition of imdrf codes (quality safety evaluation) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have neoplasm malignant ("I had a stage 3 cancer tumor caused by essure removal") and experienced depression ("depression"), anxiety ("anxiety"), pruritus ("itching") and genital haemorrhage ("hevy bleeding"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, neoplasm malignant, pruritus and genital haemorrhage outcome was unknown and the depression and anxiety had resolved. The reporter considered anxiety, depression, genital haemorrhage, medical device removal, neoplasm malignant and pruritus to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- neoplasm malignant, medical device removal, depression and anxiety.itching and heavy bleeding. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added.event : itching and heavy bleeding were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') and neoplasm malignant ('I had a stage 3 cancer tumor caused by essure removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have neoplasm malignant (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and neoplasm malignant outcome was unknown. The reporter considered medical device removal and neoplasm malignant to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- neoplasm malignant, medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.